Event description:
The customer reported the system's lift was stuck in the most upright position. No reports of patient or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay and power supply were replaced. The system was then found to be operating as intended.